Manufacturer narrative:
(B) (4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00635. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2010. During the procedure, the blade stopped turning when the tissue was being removed. The procedure was successfully completed with a different device with no adverse patient consequences.